Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci regional sales manager that he was notified that balloon lost pressure during prep from a mynxgrip vascular closure device 6f/7f a couple of months ago. The device was no introduced into the patient. Another device was used successfully. The patient was not compromised. No further information is available.